Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 10 mg/dl at 4:46 p.m. And 130 mg/dl at 4:49 p.m. On the contour meter. The customer was feeling well. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. A replacement meter kit was offered to the customer, however, the customer declined.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. The test strips associated with the event has been expired, therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.